Manufacturer narrative:
The following devices were also listed in this report: mrh knee fem s lft; cat# 64811110; lot# unknown ti dur reg fluted stem17x155mm; cat# 64786720; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
This report is for the treatment of cellulitis. Information received from iis 2023-001 indicates the following: cellulitis. Debridement, antibiotics, and implant retention on 9/10/2012, cultured for enterobacter, oral levaquin and IV antibiotic. Then periprosthetic fracture tibia. L tibial components removed 07/30/2014. Left knee.